Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The coil, pusher wire and introducer sheath were returned. The coil had been retracted though the proximal end of the introducer sheath. The distal end of the coil was protruding from the proximal end of the introducer sheath. Dried blood was present. The introducer sheath was inspected and dried blood was present at the distal end. The coil was stretched at the proximal end and the interlocking arm of the coil was missing. The twist lock of the introducer sheath had been opened. Friction was experienced removing the coil from the introducer sheath due to the dried blood. The introducer sheath was soaked in warm water to remove the coil. On removal the coil was inspected and blood was present on the fiber bundles. The coil was severely stretched at the distal end. The interlocking arm of the main coil was pulled off and was not returned. There was evidence of weld indentations on the coil. The coil zap tip was microscopically inspected and no damage noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the preparations for use instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the difficulty experienced deploying the coil. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that device stuck on microcatheter occurred. During a procedure, a 8mmx20cm interlock¿ detachable coil was used, however, the device got stuck inside the non bsc microcatheter. The device was removed together with the microcatheter, the procedure was completed with another with same device. No patient complications reported and the patient's condition is good. However, device analysis revealed that the interlocking arm of the main coil was pulled off and was not returned.